Event description:
On 01/21/10 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in approximately (B) (6) 2008, the pt was administered heparin while being treated for a cardiac procedure. Upon information and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. Shortly thereafter, the pt began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.